Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that an implantable cardioverter defibrillator (ICD) was interrogated prior to implanting the device, and the result was a battery gauge which was in the gray. The device was re-interrogated and the result was the same. The device was at elective replacement indicator (eri) and suspected of premature battery depletion. The device will be returned for analysis and not implanted. No patient complications have been reported as a result of this event.